Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in (B)(6) 2017 a patient underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 the patient experienced a stoma site infection and was treated with clindamycin.